Event description:
Clear care lens cleaner liquid, made by (B)(6)., was placed on contact lens and placed on the eye resulting in burning of the eye. Medication administered to or used by the patient: no. When and how was error discovered: error resulted in discovery that solution should not enter eye. Patient counseling provided: unknown. Reporter's recommendations: labeling and packaging should indicate a cleaning solution, not similar to products that may be placed in the eye without harm. Product should be placed near and sold with cleaning products, not personal care products. Packaging and dispensing of liquid should not be similar to any other contact lens solutions. "Clear labeling stating liquid content should not make contact eye should be most prominent image on package." Product should not be produced at all. (B)(4).